Event description:
On or about february 26, 1991 pt underwent an exploratory laparotomy at the hospital. A urethral foley catheter was inserted as part of the treatment. Said catheter was said to have malfunctioned resulting in a cystoscopy to remove the catheter.